Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after assembling device, the harvesting tool would not work. The hospital switched out the bipolar machine, power cord, and eventually the device. When the device was replaced, the issue was resolved. The customer believes there is a faulty power connection. The hospital did not report any pt effects.